Manufacturer narrative:
H6: updated patient code

Event description:
It was reported that, while moving the laser within the left kidney during a procedure, the tip broke off. At this time the laser was not emitting energy. A small piece was not retrieved but it was noted that it may have been flushed out during the procedure. The procedure was completed with a new fiber. There were no patient complications reported.

Event description:
It was reported that, while moving the laser within the left kidney during a procedure, the tip broke off. At this time the laser was not emitting energy. A small piece was not retrieved but it was noted that it may have been flushed out during the procedure. The procedure was completed with a new fiber. There were no patient complications reported.

Manufacturer narrative:
E1: added physician first name and email address.

Event description:
It was reported that, while moving the laser within the left kidney during a procedure, the tip broke off. At this time the laser was not emitting energy. A small piece was not retrieved but it was noted that it may have been flushed out during the procedure. The procedure was completed with a new fiber. There were no patient complications reported.

Manufacturer narrative:
H6: updated device code.

Event description:
It was reported that, while moving the laser within the left kidney during a procedure, the tip broke off. At this time the laser was not emitting energy. A small piece was not retrieved but it was noted that it may have been flushed out during the procedure. The procedure was completed with a new fiber. There were no patient complications reported.